Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a dislodgement and perforation. It was noted that the patient experienced phrenic nerve stimulation and pleural effusion. A chest tube was used, and the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient experienced a left hemothorax along with the previously reported dislodgement and perforation. Approximately two weeks later the patient experienced palpitations, light-headedness, left small pneumothorax, and a small pleural effusion was observed.